Event description:
It was reported that a user new to pump therapy wore the ilet for approximately 48 hours, experienced higher blood glucose than preferred, perceived increased meal insulin compared with prior multiple daily injections and requested to return the device due to limited ability to adjust dosing settings. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included troubleshooting and user education. Investigation of this case revealed insufficient information to identify a device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.